Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received service report, the check of the device was done and no malfunction was found. The nozzle units were replaced as precaution. The device passed all performance tests and was returned to clinical use. Alarm o2 concentration low is activated when measured o2 concentration is below the set value by more than 5 volume % or concentration is below 18 volume % which is independent of settings. There are two main reasons for this alarms: gas delivery error (wrong gas concentration is delivered from the system, but the gas concentration is measured correctly) or measurement error (correct gas concentration is delivered from the system, but the gas concentration is measured incorrectly). According to the user manual for servo-n (e.g. Rev. 03), pre-use check should always be performed before connecting it to the patient. One of the first steps is to connect the ventilator system to gases supply. If alarm "o2 concentration low" occurred, the supplied gas concentration and pressure must be checked and in further troubleshooting parts like gas module and o2 cell/sensor need be checked and replaced if needed. Evaluation of received device logs confirmed the claimed issue. Unfortunately, as the cause of the generated alarms was not found, the exact root cause could not be determined.

Event description:
It was reported that the ventilator generated alarms indicating low o2 concentration. There was no patient harm. Manufacturer's ref. #: (B)(4).